Manufacturer narrative:
The necessary manufacturing history was not provided to review. Current information is insufficient to permit a conclusion as to the cause of the event. Remains implanted.

Event description:
It was reported patient underwent a dental graft procedure on (B)(6) 2015. Subsequently, patient developed an infection on (B)(6) 2015 which was treated with antibiotic medication. It was further reported on (B)(6) 2016 the healing was not complete. The surgeon treated with antibiotic medication and periodaco.

Manufacturer narrative:
This follow up report is being filed to report corrected and additional information. Corrective action was initiated for the reported issue.